Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended. (B) (4).

Event description:
The customer reported that the left monitor is burnt out. No pt injury was reported.